Manufacturer narrative:
At this time, product has not yet been returned and a valid serial number has not been provided. Extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. Clinical data was reviewed and confirmed that libre sensors continue to be safe, effective, and perform as intended in the field. Stability data for libre sensors was reviewed and showed no anomalies or non-conformances that could have lead to the complaint. A tripped trend review was conducted for the reported complaint and fs libre sensors, no trends were identified that would indicate any product related issues. If the product is returned, a physical investigation will be performed and a follow-up report submitted. The date the incident occurred is unknown. The date entered in section b3 is the date abbott diabetes care became aware of the event. The device manufacturing date is unknown. The date entered in section h4 is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A high readings issue was reported with the adc device. Customer reported receiving higher unspecified readings from the adc sensor scan in comparison to unspecified readings obtained on an adc meter. As a result, customer experienced hypoglycemia with symptoms described as sweating and a loss of consciousness and was unable to self-treat, requiring hcp administration of a glucose injection for treatment. No further treatment was indicated. There was no report of death or permanent injury associated with this event.